Event description:
It was reported that this right ventricular (rv) lead was surgically explanted for an unspecified reason. A new rv lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported.